Event description:
(B)(4). I had essure implanted after the birth of my daughter (B)(6) ago. I have started to experience hair loss, cramping constantly, bleeding irregularly, and sharp pains in my abdomen. I went back and fourth with my doctor. They took ultrasounds to see if they could see anything. She asked if I had an iud implanted. I said no I have essure. Well the doctor ended up looking at it and we had to remove the coil from one of the tubes. It was poking me and that is what was causing the sharp pains. I missed work and time away from my kids because I was down. This time of events lasted about 4 weeks in total. It was horrible and has been a horrible experience.